Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic partial colectomy procedure, the seal tore when the surgeon was closing the device. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Torn. The analysis results found that the iris seal of the device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.